Event description:
A dialysis clinic reported the loading pressure regulator leaked during dialysis treatment. The pt that was receiving treatment did not display any symptoms or require and medical intervention. There was no blood loss associated with the event. There was not a removal of excess weight and the pt was able to complete therapy successfully. The estimated fluid loss was < 15%. There have been no other incidents with the machine. The pressure regulator was replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.